Event description:
The patient presented at the angiography suite in 2005 with a thrombosed straight graft within the right upper arm. An angioplasty was performed utilizing a balloon catheter. A prolumen device was used for mechanical thrombolysis. The device was introduced and observed under live fluoroscopy. The device was advanced to the site and rotation of the wire was observed in the initial position. But, as the device was moved, an immediate fracture of the sinuous wire was observed. An approximate 8 cm piece including the tip of the wire was lodged within the right axilliary vein. The fractured portion of the wire was subsequently retrieved using a snare. No patient complications were reported.